Manufacturer narrative:
D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown catalog and lot combination. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the angio-seal device was deployed on (B)(6) 2026 at the end of a left heart catheterization (lhc). No ultrasound was utilized to obtain access. A pre-deployment angiogram was performed. There were no difficulties with arterial access (i.e. Multiple attempts at access), sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. The patient was stable at the time of deployment, and there was no device malfunction. On (B)(6) 2026, the patient was home lying in bed when they felt a "pop" at the sheath entry site, groin area, and manual pressure was attempted. The patient had a retroperitoneal hemorrhage and hemorrhagic shock therefore, required operative intervention for right femoral vascular repair. The patient stabilized after the initial bleed; however, was ventricular tachycardia (vt) arrested and did not survive the surgery. A specific device comorbidity was hypertension (htn). No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint and the provided radiograph were reviewed with terumo's chief medical officer. The image showed a puncture above the inguinal ligament which could have resulted in the reported retroperitoneal hematoma and outcome of the reported event. The angio-seal device should not be used in puncture sites above the inguinal ligament, as indicated in the angio-seal vip IFU. Per the IFU: "do not use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal hematoma." While the exact root cause cannot be determined, the likely cause was a high puncture above the inguinal ligament resulting in complications postoperatively. There is no evidence that the angio-seal device contributed to the injury or patient outcome. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).